Manufacturer narrative:
Product ID, neu_unknown_lead lot#, product type lead. (B)(4).

Event description:
It was reported, the patient had a revision surgery for their left lead in (B)(6) 2013. Significant reprogramming was done prior to the revision but it was reported, the healthcare provider considered the lead to be "poorly placed." It was also reported, the left lead was replaced because the healthcare provider thought the placement of the lead was not providing the patient effective therapy. After the replacement, it was reported the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4). The previously reported conclusion codes no longer apply to this event.

Event description:
Additional information received reported that the patient's left lead was not replaced and the patient's right lead was replaced as reported in MFR. Report # 3004209178-2013-03488 regarding the patient's right device system. It was reported that the patient was now receiving effective therapy.